Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Allergy of synvisc [hypersensitivity]. Arthritis [arthritis]. Joint swelling [joint swelling]. Intense pain (knee) [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding (B)(6) female pt, initials (B)(6) with gonarthrosis of both knees. The pt's medical history is significant for shoulder tendinitis calcarea. On (B)(6) 2011, the pt initiated the first injection synvisc of 2 ml into an unspecified knee. The synvisc lot number was not provided. On (B)(6) 2011, the pt had another synvisc injection of 2 ml (number unknown). On (B)(6) 2011, the pt experienced joint swelling in both knees. On (B)(6) 2011, the pt's knee was aspirated of 90 cc of joint fluid. On (B)(6) 2011, the symptoms of intense knee pain and knee swelling resulted in the emergency transport of the pt by ambulance to another institute. On (B)(6) 2011, the pt was hospitalized at the reporting physician's institute. On the same day, the pt underwent an arthroscopical synovectomy. As of (B)(6) 2011, the pt is still in the hospital. The reporting physician considered that the event of "arthritis" was probably due to allergy of synvisc because plasma and bacteria were not confirmed, in addition to this, arthritis developed in both knees. The action taken with synvisc treatment was that the events were treated with medication/other. The pt's outcome for the events of "arthritis, joint swelling in both knees, joint effusion, intense knee pain and allergy of synvisc" was reported as not yet recovered. Relevant concomitant medications reported include: 2.5 mg of sodium hyaluronate, from (B)(6) 2011 for gonarthrosis of both knees; 100mg, 2/1 day of celecoxib from (B)(6) 2011 and 200mg, 2/1 day of cimetidine from (B)(6) 2011. The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the events of "arthritis, joint swelling in both knees, joint effusion, intense knee pain and allergy of synvisc" as probably related. Additional info was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on (B)(6) 2011 from the physician. The physician confirmed that the pt's outcome for the event of "arthritis" was "recovering".